Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping indicating during evaluation at bench repair, it was identified that the speaker doesn't work in unit but worked with power supply. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate speaker does not work. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker was replaced and the repaired device was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.